Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3 (inadvertently selected not returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use (IFU): evis eus ultrasound bronchofibervideoscope olympus bf-uc190f chapter 2 function and inspection of the accessories for reprocessing olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated on-site, and it was found that customer had been deviating from reprocessing instructions for use by omitting irrigation channel brushing steps. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The olympus endoscopy support specialist (ess) was on-site performing a reprocessing in-service and was made aware by the staff that the irrigation channel was not being brushed with a disposable cleaning brush bw-400b which deviated from the reprocessing instructions for use. There were no reports of patient harm.